Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed during the analysis of the returned device the failure on the hybrid disappeared.

Event description:
It was reported that the device was unable to be interrogated as there was no telemetry. Several programmer heads were tried and none of them were able to establish communication. It was noted that the patient had recently had their gall bladder removed with probable exposure to diathermy, about three months ago. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.